Manufacturer narrative:
.

Event description:
A report was received that the patient was having difficulty charging as the ipg had moved out of the pocket site. The ipg was still under the skin, but was bulging out. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging as the ipg had moved out of the pocket site. The ipg was still under the skin, but was bulging out. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the physician elected to replace the ipg. Malfunction was suspected. The procedure was successful. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.